Event description:
It was reported a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause of the infection was not reported. It was not reported if the patient was hospitalized for the event. Treatment and outcome are unknown. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient experienced an infection sometime in (B)(6) 2013. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.